Event description:
It was reported that the device was not displaying any diagnostics, it was not possible to do a sensing test, and the rate response was not working. It was determined that the device had been implanted with the atrial port plugged, and implant detect was still active. Direction was provided on how to turn implant detect to complete. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.